Event description:
It was reported by the customer that the footswitch cable was working intermittently during an unknown case. The customer adjusted the cable and finished the case with no pt consequence.